Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During device preparation for the atrial fibrillation ablation procedure, it was noted that, when the tacticath se ablation catheter was plugged into the tactisys, the contact force information could not be zeroed and the values displayed in pink. When the issue was noted, the ensite x was on voxel mode. All cable connections were checked and verified, but the issue persisted. The ablation catheter was replaced, which resolved the issue, and the procedure was completed successfully with no adverse patient consequences.